Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter had a blood glucose of 593 mg/dl. The customer also had recent blood glucose readings of 402 mg/dl, 493 mg/dl, and 557 mg/dl. The customer vomited as a result of the high blood glucose. She treated with insulin pump therapy and manual insulin injections. Her current blood glucose is 407 mg/dl. The mother stated that the customer's cannulas tend to bend. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. A high pressure test could not occur due to lack of a tubing clamp. No products were returned or replaced.